Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge. The company lens model is only qualified for use in the company (a) and (b) cartridges. The handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge combination. The company lens model is only qualified for use in the company (a) and (b) cartridges. Company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens was broken. The surgery was completed with an implant change, and there was no patient contact. Additional information has been requested.